Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative by-pass procedure, there was hemorrhage. There was an injury and serious complication.